Event description:
It was reported that during a small intestinal resection procedure, on the fourth firing, the manual release button would not activate. The doctor pulled the tissue and the operation was finished without any problem. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Date sent: 07/29/2008. Information anticipated, but unavailable at this time.